Manufacturer narrative:
The mobile view station (mvs) interface cable was returned to the manufacturer for analysis. The cable passed bench 100t and gbit communications testing as well as continuity testing. The cable was installed on a test imaging system and the system charged, readied and functioned as expected. 2d and 3d imaging were successful and connectivity errors or issues were not observed. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(4) 2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. The imaging system intermittently lost connection with mobile view station (mvs). Replaced umbilical cable as a precaution. Reported issue could not be replicated. Return requested. Replacement mvs interface cable assy shipped to site. Suspect mvs interface cable assy returned to manufacturer and is under analysis.

Event description:
A medtronic representative reported that a site's imaging system would intermittently go into stand alone mode. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.